Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, he had been hospitalized and needed to report the event. Diligence was completed on (B)(6) 2025 and (B)(6) 2025 via phone and email. The patient was unable to specify the reason for the hospitalization or whether it was related to dexcom. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information has been provided. An analysis of the data logs was performed. The logs indicated that the sensor session began on (B)(6) 2026 at 12:08 pm with and the sensor session lasted 10+ days and ended due to unknown reasons on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (2/11/2026) the egvs were within target range the entire day. No issues were observed in the data. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).